Event description:
A hospital in (B)(6) reported via our distributor that the silicone seal of an rt040 full face mask separated from the mask causing a leak. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the returned complaint mask was visually inspected. Results: the visual inspection revealed that the seal of the mask was partly separated from the base. Further inspection showed that the seals were glued properly with a continuous bead of glue. The part of the seal that did not separate from the base and the indents in the glue line show that the seal was properly inserted into the base. A lot check revealed 5 other similar complaints of this nature for this lot number. Conclusion: the rt040 full face mask features a mask base, sela and headgear. The mask seal is inserted into the mask base and is secured with glue. The rt040 mask is subjected to post-production tests to ensure the seal on the mask can withstand a removal force greater than 100n. We are unable to determine the root cause of the separation. Visual inspection of the returned device showed that the mask was assembled and glued properly. This suggests that the separation occurred post-production, possibly due to the drying out or separation of the glue caused by adverse conditions during transport or storage. (B)(4).